Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the IV lines are stiff and the rollers do not open and close properly. None of the doctors feel comfortable using the product as you cannot properly set a drip rate and clinic does not have IV pumps. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) unused samples were provided for evaluation. Based on the data from the investigation, the difference in product appearance was the result of an approved product material change and testing confirmed the device met all specifications with no deviations or non-conformances identified during testing or manufacturing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.